Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was working out prior to receiving the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with a button error alarm due to corroded keypad traces. The pump had a cracked case at the display window corner, a minor scratched lcd window, a cracked reservoir tube lip, and a missing end cap sticker.